Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. H11: event site name: (B)(6) hospital.

Event description:
It was reported by ggj engineers during a pre delivery inspection that the cardiosave intra aortic balloon pump (iabp) failed the pim leak test and the drive manifold test. There was no patient involvement.